Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion on the left anterior descending (lad) artery with moderate calcification and mild tortuosity. The ht bmw universal ii 190cm guidewire (gw) was used in the procedure with a balloon dilatation catheter (bdc). However, after deflation of the bdc, the gw was noted to be separated in 2 pieces at the core and the polymer coating. The gw was removed with the bdc as a single unit. All pieces of the gw were removed completely from the patient. A non-abbott gw was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.